Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg and one lead were replaced. The patient¿s scs system was upgraded for better coverage. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead; model #: sc-1110 serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing pain over the lead insertion site when using the stimulator. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Event description:
A report was received that the patient was experiencing pain over the lead insertion site when using the stimulator. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.